Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report operating an electric chainsaw and receiving an unexpected shock from the implantable cardioverter defibrillator (ICD). A follow up with the patient¿s healthcare provider yielded that the patient had atrial fibrillation (af) with rapid ventricular response (rvr) and was inappropriately shocked by the device with a ventricular fibrillation (vf) shock therapy. The device was reprogrammed and the issue was resolved. The device remains in use. No further patient complications have been reported as a result of this event.